Event description:
The pt received her scs system on (B)(6) 2011 including two paddle leads (from the same lot). It was reported the pt had fallen. Afterwards, the pt experienced inadequate coverage. X-rays were taken and revealed one of the leads had migrated. As a result, the pt underwent surgical intervention on (B)(6) 2011 to reposition the lead. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.